Event description:
It was reported that during device implant, the lead was placed in the lead introducer sheath after appropriate location was achieved and inserted between the two white depth markers on the lead. On fluoroscopy, the lead showed a 90 degree bend on lateral screening between electrodes 0 and 1, and it was noticed that the stylet had been pushed back out of the lead slightly. It was then attempted to insert the stylet prior to the lead being pulled back into the sheath and the stylet pierced the electrode silicone sheath between electrode 0 and 1. The lead was then replaced with a new lead due to potential lead damage. Good success was obtained with the new lead.

Manufacturer narrative:
(B)(4).